Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a left total knee procedure, the instrument fractured. Broken piece remains in the patient. Piece will not be removed at this time. There was no delay or harm to the patient. No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified signs of the repeated use with the device fractured. Device was submitted for further analysis. Analysis determined the component fractured due to reverse bending overload. Fracture surface revealed two possible crack initiation sites diagonal to one-another. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.